Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a device interrogation resulted in a recommended replacement time (rrt) pop-up warning about low battery voltage and high battery impedance and then the interrogation was unable to proceed any further. The pop-up message also indicated that an electrical reset had occurred. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.